Event description:
It was reported that the patient underwent to revision surgery due to knee pain. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is combined initial and final d10: unknown oxford bearing; lot# unknown unknown oxford femoral component; lot# unknown no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A radiograph was provided and reviewed by a radiologist. The review identified that there is a unicompartmental arthroplasty with displacement of the polyethylene liner. There is no fracture or implant loosening. There is malalignment secondary to the polyethylene liner displacement and other than the liner displacement, no other abnormality is identified. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.